Event description:
It was reported that a pacemaker relayed different voltages during a surgical procedure on (B)(6) 2021. The voltage differences were seen with pacing system analyzer cables and with leads connecting to different ports on the header. It was suspected that a failure of the right ventricular port of the pacemaker was the cause of the varying voltages. A new device was used instead, and the procedure was completed. The patient experienced no consequences.

Manufacturer narrative:
The reported event of defective device could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, capture and pacing of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.